Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the medical staff observed that the device was exhibiting high purge pressure. The resolution for this issue is unknown, the device was normally weaned. No further information is available.

Manufacturer narrative:
The investigation for the reported high-pressure purge has been completed. The product was returned, and the high pressure was confirmed. Per the results of the clinical review and investigation: the returned product was visually inspected, and a kink was observed in the cannula and biomaterial was observed in the purge gap and in the outflow. The cause of the issue was biomaterial. As noted in the impella IFU: impella cp with smart assist system impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.